Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Insulin deliveries were resumed after the occlusion alarm. The customer's blood glucose (bg) level was 221mg/dl. Additionally, it was reported a cartridge alarm 25 (removed cartridge alarm) occurred. A supply change was performed resolving the cartridge alarm 25. The customer's bg level was 94mg/dl during the cartridge alarm issue.